Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested and obtained additional information relating to this incident and an investigation is ongoing. A final report will be submitted once the investigation is concluded.

Event description:
Customer reported an incident of a locked screen, 30 minutes into treatment, after a blood leak alarm. The customer additionally reported: "...as it was not a really blood leak the nurse presed the override button, went to systems and activated the normalization function. The monitor froze on this screen, and the nurse could not exit the screen." Treatment was continued and when it was time to change the bags, the corresponding screens displayed as expected. However, when the machine was back to normal, the screen froze again at the blood normalization screen. This continued until the end of the treatment. The nurse was able to solve the problem by switching the monitor off and on for a new session. There was no blood loss reported. The reported machine runtime was 76901 (h).